Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The unit was analyzed, and the reported failure (c-34) was confirmed and reproduced by failure analysis. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system displayed an error c-34 message on the vio integrated electrosurgical generator unit (iesu/erbe). An intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to power cycle the erbe generator, reseat the power cord, and perform a hard shutdown of the system. However, the issue persisted. The error indicated a lower voltage than expected. No magnetic device was in the vicinity as confirmed by customer. The tse advised the customer to temporarily use an external iesu until the issue was resolved. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). System was tested and was ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation).